Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 304 mg/dl (system 1), 125 mg/dl (system 1) and 141 mg/dl (system 2). The customer cannot say for which of the measurements the complained test strip lot was used.